Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal access was posterior and inferior. Heparin was administered. The patient's activated clotting time (act) level was greater than 300 seconds. The occluder was implanted. Approximately three hours post-procedure the patient presented with a 2mm circumferential pericardial effusion under transesophageal echocardiogram (tee) close to the apex of the heart. Protamine was administered to the patient. The pericardial effusion resolved. The patient status was stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal access was posterior and inferior. Heparin was administered. The patient's activated clotting time (act) level was greater than 300 seconds. The occluder was implanted. Approximately three hours post-procedure the patient presented with a 2mm circumferential pericardial effusion under transesophageal echocardiogram (tee) close to the apex of the heart. Protamine was administered to the patient. The pericardial effusion resolved. The patient status was stable.